Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display. Blood glucose at the time of incident was 6.9mmol/l. The customer states the insulin pump was blank for an extended period of time. The customer states the issues began after battery change. The customer was unwilling to remove the battery cap to check for damage. Troubleshooting was not performed. The customer declined troubleshooting, but was advised to call back. The customer was advise to monitor the pump more carefully until troubleshooting has been performed. The device will not be returned for analysis.